Event description:
It was reported that during an exchange procedure, the recently subcutaneous implantable cardioverter defibrillator (s-ICD) implanted exhibited high out of range shock impedance measurements. The physician took the s-ICD out of the pocket, reconnected and reflushed the pocket and the shock impedance was in normal range. The s-ICD was successfully implanted and remains in service. No adverse patient effects were reported.